Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. There were no additional findings. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the tube was not pushed in enough (until it clicked), or foreign material, etcetera got caught between connection, which made the tube unable to be connected. Or external stress was applied to the tube, which broke lock lever, and the tube was unable to be connected. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the connecting tube could not be connected to the channel connector in the reprocessing basin. The event was found during use of the processors in attaching and detaching the scopes. There was no patient harm associated with the event.

Manufacturer narrative:
D4: lot number has been provided. H4: device manufacturer date has been provided. Corrected data: h2 (¿device evaluation¿ was selected in error on the previous follow-up report), h6 (type of investigation code ¿3331¿ and investigation findings code ¿180¿ were listed in error on the previous follow-up report), & h11 (listed below is the correct manufacturer narrative that should¿ve been listed on the previous follow-up report) ¿this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the tube not being pushed enough (until it clicked), or foreign material, etc. Got caught between connection, which made the tube unable to be connected. Furthermore, in case there is abnormality in the connecting tube, external stress was applied to the tube, which broke lock lever and the tube was unable to be connected. As a cause of external stress above, the user may have applied force toward incorrect direction. The event can be detected by following the instructions for use (IFU) section which state: 9 preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.¿